Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported being unable to acquire a 12 lead ECG. No adverse patient impact was reported.